Event description:
In post op, after ivc (inferior vena cava) filter placement, pt complained of abdominal pain/flank pain. After reviewing the CT scan and discussing with the patient, she has one of the struts from the ivc filter which is extraluminal from placement today.